Event description:
Additional information: prior to the pump refill on (B)(6) 2011, the patient was placed on bed rest at a hospital on (B)(6) 2011; and a 1 minute "cps" (complex partial seizures) was noted. The onset of the patient's convulsions was (B)(6) 2011. The patient was also vomiting on (B)(6) 2011; and 1-minute "cps" followed later by a 2-minute cps was further noted. A vascular access procedure was performed. The patient had a lack of energy on (B)(6) 2011. A 1-minute cps occurred 6 times during the day on (B)(6) 2011; and the patient's lamictal dosage was increased due to frequent convulsive seizures. The patient's body temperature range was between 36.0 and 37 degrees c between (B)(6) 2011 and (B)(6) 2011. On (B)(6) 2011 frequent cps occurred, of which most were 1-minute but some lasted a maximum of 3 minutes. An intramuscular injection of horizon 1 a was administered on (B)(6) 2011. In regards to fever on the morning of (B)(6) 2011, a body temperature of 38.3 degrees c was indicated. Repeating periods of stiffness of the right upper arm lasting 7 minutes followed by periods of weakness also occurred. On (B)(6) 2011 the oxygen saturation/sp02 dropped to 80; and the patient experienced a sensation of coldness in their extremities. A drop in blood pressure also occurred that same day. A state of shock was indicated; and intrathecal baclofen withdrawal was then suspected. Withdrawal was suspected due to a family member of the patient having reported the following: "from (B)(6) (since intrathecal baclofen was refilled), the patient experienced frequent convulsive seizures, fever, drop in blood pressure, and an increase in the magnitude of spasticity". A nurse reported that the patient experienced abnormal convulsions afterwards. Accordingly, the concentration of the drug was increased from 165ug/ml to 180ug/ml. A blood examination revealed the presence of dic. Septic shock was suspected due to a pct of 63.99. Gram negative rods were discovered in venous blood culture on the afternoon of (B)(6) 2011 which was later identified as being serratia marcescens. Negative results were indicated regarding the following: in venous blood cultures taken on (B)(6) 2011, arterial blood cultures taken on (B)(6) 2011, and venous blood culture taken (B)(6) 2011. The severity of the convulsions was moderate of which the patient required hospitalization or prolongation of hospitalization; and the patient recovered as of (B)(6) 2011. In regards to septic shock the patient's dose was changed; and the patient recovered as of (B)(6) 2011 (pct was 2.25). A blood exam showed plt=88000 ((B)(6) 2011) to plt=230 ,000 ((B)(6) 2011); and the patient was judged to have recovered from dic. The patient remained in the ICU until (B)(6) 2011. In regards to causality, it was indicated that it was probable that gabalon/investigational drug was related to the patient's convulsions, fever, and septic shock; and not due to procedure or the patient's device system. It was unknown if the patient's dic was related to the investigational drug. An x-ray performed on (B)(6) 2011 revealed no abnormal findings. A pump operability test was not performed. Gabalon withdrawal - induced septic shock was suspected. It was noted that sepsis in other patient's by way of nosocomial infection had not been observed; and no observations were made during this period. The bacterium responsible for the infection was serratia marcescens. It was indicated that bacterium was indigenous to the intestinal tract. The relationship between gaba and the immune system was unclear. It was possible that a depression in immune function occurred, however there was no evidence to suggest this. The reduction in gabalon dosage was considered questionable, and it was noted that the dosage reduction on (B)(6) 2011 had been recommended by the previous physician. The patient was discharged from the hospital on (B)(6) 2011. Patient was on lamictal 300 mg/day to 400 mg/day via "tubal" route; lioresal 10 mg/day via "tubal" route; mystan 5 mg/day via "tubal" route; horizon 10 mg via intramuscular injection; futhan 100 mg via IV drip; platelets 10 units via transfusion.

Event description:
On (B)(6) 2011, the pump was refilled and the drug dose was reduced to 165 mcg/day simple continuous; the reason for change was "spasm control". The patient then experienced partial seizures/convulsions that occurred frequently. The seizures could not be controlled despite increasing the anticonvulsant. The (B)(6) dose was then "returned to 180 and the seizures disappeared"; this was done on (B)(6) 2011. Therefore, it was determined the seizure event was due to withdrawal caused by the reduction in the (B)(4) dose. The severity was determined to be moderate; the patient required hospitalization or prolongation of hospitalization for treatment of the adverse event. The patient outcome was reported as recovered as of (B)(6) 2011. On (B)(6) 2011, the patient experienced fever that was evident after a drug dose change. The fever was 39-40 degrees celsius. The event severity was reported as severe and serious. Although fever due to sepsis could not be denied, the type of fever changed after returning the (B)(4) dose to 180. Thus, it was determined to be withdrawal. The causality of the event to the pump drug was reported as large possibility. As of (B)(6) 2011, the patient outcome for the event was reported as recovered. Around (B)(6) 2011, the patient experienced increased spasms of both legs. The cause was unknown. On (B)(6) 2011, the patient experienced septic shock. The patient also experienced hypotension, which was considered a symptom associated with the septic shock. The event severity was reported as severe and resulted in a life-threatening condition. The pump dose was changed. The causality of the event to the pump drug was reported as large possibility. The patient outcome was recovered as of (B)(6) 2011. On (B)(6) 2011, the patient experienced dic. The event severity was reported as severe and resulted in a life-threatening condition. The pump dose was changed and the patient outcome was recovered as of (B)(6) 2011. The pump was delivering (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: regarding previously reported refill and reaction: at the refill performed on (B)(6) 2011, the daily dose was decrease from 180 to 165 mcg/day a bridge bolus was performed with concentration decreased from 2,000 to 1,000 mcg/ml. Conclusions began (B)(6) 2011, lowered blood pressure and fever began on (B)(6) 2011. To treat the symptoms, the daily dose was increased from 165 to 180 mcg/day. It was noted at the time of the follow up report "currently administering lioresal tablet 10mg." The details of the dates when the dose was increased and the dates of administration was not known. It was noted that the patient recovered (B)(6) 2011. It was also reported there were not complications.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).